Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing. Technical services (ts) recommended to continue monitoring. This electrode remains in service. No adverse patient effects were reported.